Event description:
It was reported the patient's ipg was replaced because it reached the end of life. It is unknown if the ipg prematurely depleted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient's ipg reached end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.